Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Two lesions were identified. One in the right coronary artery and the other in the heavily calcified 1st obtuse marginal (om). Ivus was used. The guidewire and guide catheter were introduced. The physician attempted to advance the taxus express2 3.5x20mm drug eluting stent in the om but was unable to cross the lesion. The device was removed and "wiped down". The tech noticed that a strut was sticking up. Another taxus stent of the same size was used to treat the om and the physician went on to treat the rca. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Product analysis verified the stent damage as stated in the complaint but could not verify the tracking difficulty. The delivery device, with the stent on the balloon, was rec'd and damage was observed on the stent. The original guide wire was not returned for analysis. The returned catheter was prepped. The catheter was then fully loaded with a 0.014" inch diameter guide wire and passed through the entire lumen without any resistance. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly MFR. The root cause of the difficulties experienced during the procedure could not be determined.